Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve did not stay inside the valve to maintain the air in the balloon. The harvester put a sterile strip over the valve to hold the air. The procedure was completed using the same device. The hospital did not report any patient complications.